Event description:
The patient contacted global technical services (gts) regarding a high drain volume, which occurred on the homechoice (hc) during use, during drain 5 of 5. The patient's drain volume was equal to 5029ml. The patient's fill volume is equal to 3000ml. Therefore, this complaint meets increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). The home patient (hp) wanted to stop draining because they were cramping. The technical service representative (tsr) helped the hp to stop the drain as they requested. The hp was performing tidal therapy with a 90% tidal volume, and a target ultrafiltration (uf) setting of 200ml. The patient was using two 2.5% bags and one 1.5% bag. They were performing full drains every three cycles. The hp bypassed into fill and received a last fill volume of 121ml before it ran out. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(6) 2012 regarding the reported event. The nurse stated that she was not aware of this event. She stated that she was planning on speaking with the patient today, so she planned on discussing the overfill event with him at that point. She stated that as far as she knew the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products. The following information was provided by global pharmacovigilance (gpv): on (B)(6) gpv contacted the peritoneal dialysis registered nurse (pdrn), who reported the following information. The pdrn stated that until she was contacted by product surveillance regarding the event of cramping, she was not aware of the event. Onset date and treatments for cramping were unknown. At the time of this report, cramping was resolved, and the patient was reported as doing okay. The nurse explained that an event of overfill could not be confirmed, as the patient did not have a procard in his homechoice machine. At the time of this report, pd therapy was ongoing. A causality assessment for cramping could not be offered.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The homechoice device was operational and was not returned for evaluation. The product analysis lab (pal) confirmed the reported increased intra-peritoneal volume (iipv) based on reported information. The cause was undetermined. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult.